Manufacturer narrative:
According to the customer experience, the device generated an over-delivery. However, the customer protocol tests determined that the device worked for 16 hours without interruption and the infusion was completed without over-delivery or alterations in the values, delivering what was programmed. A keyboard test was performed to verify that it did not self-program. Each key works correctly, the test passed correctly. Concluded that, during the customer protocol and the product verification tests, the device infused correctly without over-delivery, did not generate technical faults or alarms, or over-programming produced by the keyboard. Probable cause: it is concluded that it was a programming error because the user did not enter 30.9 ml/hr and instead of this value entered 459 ml/hr and this value was the one corresponding to the volume to be infused, reducing the infusion from 16 to 1 hour.

Event description:
It was reported that a plum a+ was found to have an infusion problem during patient use. The reporter stated that the patient received the prescription to receive an infusion of 16 fluimucil ampoules in 500 ml of 0.45% saline solution for 16 hours. The pump programming informed by the reporter was: flow 30.9 ml/h, volume to be infused (vtbi): 495, duration: 16 hours. Sometime later a patient call was attended, and it was evidenced that all the medication was infused in approximately 1 hour. The shift head and the physician of the sofia floor were informed. The device was isolated at the engineer and maintenance services without further use after what was reported. The device is available for evaluation. The patient involved did not present symptoms and their vital signals were stable. There was no patient harm reported.